Manufacturer narrative:
The viperwire advance guide wire flex tip was received for analysis. The guide wire was returned fractured with the distal section not returned. Analysis found evidence of ductile torsion on the core wire fracture face. The exact cause of the stress condition that led to the fracture is unknown. Analysis did not reveal any damage or abnormalities to the guide wire or handle assembly that would have contributed to the reported event. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During a staged, impella supported coronary atherectomy procedure, a heavily calcified nodule in the ostial circumflex was the target treatment area. The viperwire advance guide wire flex tip and a 6f guide microcatheter were advanced down through the distal portion of the vessel and the spring tip was successfully positioned well past the lesion. Resistance was experienced while advancing the viperwire through the guide microcatheter. The diamondback 360 coronary orbital atherectomy device (oad) was then loaded onto the viperwire and glideassist was activated to advance the oad through the guide catheter. Angiographic imaging was checked and the viperwire was observed to have backed out significantly, approximately 5-6mm even though the viperwire was being managed outside the handle. The oad crown had not yet been advanced to the lesion and was still within the guide microcatheter. Glideassist was disengaged. The brake lever was unlocked, and an attempt was made to re-advance the viperwire through the oad. The viperwire could not be advanced and appeared to be stop either inside the oad or within the guide catheter, it was unclear. Both the oad and viperwire were removed. An attempt was made to re-wire the vessel through the guide microcatheter with the same viperwire but the viperwire could not be advanced past the ostium. At this time, the oad was checked, and it was observed the spring tip had fractured and was sticking out from the oad tip bushing. No fractured components were left in vivo. There was no indication as to how the fractured occurred. Atherectomy treatment was completed with a non-abbott device followed by intravascular lithotripsy (ivl) and a stent placement was performed to complete the procedure. The patient was stable and did not experience impact from the reported issue.